Event description:
The customer reported that the alarm has power but no alarm tone when pressure is off the pad. There was no visible damage detected on the alarm case. This was discovered during set-up, prior to placing it into use with a patient.

Manufacturer narrative:
(B)(4): evaluation: results - evaluation of the returned product found that alarm powers on but has no alarm tone when pressure is off the pad. The fail safe does not work. The tone selector or low battery indicator do not work. The alarm case has damage near the battery compartment. (B)(4).